Event description:
It was reported that ten days post implant of the implantable pulse generator (ipg) the atrial impedance and threshold spiked. During the lead revision procedure the lead tested fine through the analyzer and a new ipg but had intermittent issue with impedance and threshold through the old device. Device atrial header malfunction is suspected. A new ipg was implanted and the atrial lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4).